Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to a red screen stating, device failed to start. Explained that this was indicative of the control panel not seeing communication from microprocessors. Suggested to remove the covers and inspect the circuit cards as well as the cabling connections to card cage. Sent link to service manual.

Manufacturer narrative:
The reported issue was confirmed. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be system is unable to boot up due to pc operating system failure. However, there was insufficient information to confirm this potential root cause. A DHR is not required as the device has undergone previous servicing and therefore the reported issue is not manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device booted to a red screen stating, device failed to start. Explained that this was indicative of the control panel not seeing communication from microprocessors. Suggested to remove the covers and inspect the circuit cards as well as the cabling connections to card cage. Sent link to service manual.